Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was not delivering insulin accurately. No additional information was provided. Animas has attempted to follow up with the reporter on this complaint but has been unsuccessful at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03-jan-2019 with the following findings: a review of the pump¿s black box and pump history showed no evidence of delivery malfunction. Due to continued pump use, all pump history and black box data has been overwritten for the time of the complaint. The complaint regarding inaccurate delivery was reported on (B)(6) 2015; according to the pump history the pump was in use until (B)(6) 2016. The available total daily dose (tdd) history indicates the pump was delivering the programed basal rate. During investigation, the pump was exercised for 12 hours with no errors or warnings occurring. The total daily doses calculated correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The complaint of inaccurate delivery was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The complaint of an inaccurate delivery issue was not duplicated during investigation.